Event description:
Flare up at surgical site. Surgeon stated a burning of the insulation on the tip of the cautery device. No thermal injury. Dates of use: (B)(6)2010. Diagnosis or reason for use: nasal cautery.